Event description:
Reportedly pt expired after an implant date of 2007 due to unk reasons. Unk if pt's death is device related. Date of pt's death and implant duration are unk. Info received on 12/31/2007: pt had an implant duration of approx 1.3 months. Pt expired the following month. Pt had idiopathic cardiomyopathy, and was diagnosed with mitral valve insufficiency per op report dated 2007. Pt had a possible heart transplant by dr. Pt had multi organ failure- liver, and severe congestive heart failure, with low chances of recovery. Info per nurse at the surgeon's office. Cannot rule out if pt's death was device related.

Manufacturer narrative:
Device not returned.